Manufacturer narrative:
Date of this report: (B)(6) 2016. Date manufacturer received: 11/16/2016. Product evaluation: no product performance issues were noted. (B)(4). A review was conducted of historical complaints on the product family in the past two years (01nov2014 ¿ 15nov2016). Pattern of failure mode or harm observed due to the use of this device was reviewed as well as actual severity / occurrence of historical complaints compared to predicted severity and occurrence rate of the risk management report. This complaint is deemed as an isolated incident. There is no pattern of failure mode observed at this time and severity/occurrence rates are below the predicted rates of the rmr.

Manufacturer narrative:
Product evaluation: analysis results not available; evaluation expected but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a thyroidectomy "the patient was allergic to this emg tube. Soon after the intubation of emg tube, patient's skin turned red and [the patient] could not breathe smoothly. Therefore, the doctor removed the emg tube" and replaced with a "conventional: tube. "After the doctor replaced the emg tube with a conventional [non-medtronic] tube, the allergy was released. Then, the doctor continued the surgery with conventional tube." "The patient was fine after the surgery."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.